Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2316-70 serial#: (B)(4), description: infinion70 cm lead kit. Model#: sc-3400-30 serial#: (B)(4), description: infinion splitter 2x8 kit (30 cm). The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing residual stimulation and had multiple contacts out on the leads. It was also reported that the patient had difficulty charging the ipg. No device malfunction was suspected. The patient underwent a revision procedure wherein the leads, ipg and splitters where replaced and was doing well postoperatively.